Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Badly twisted hp cable causing water flow restrictions, dirty water filter.

Event description:
While using a g310 scaler, the handpiece and insert got warm; no injury resulted.